Event description:
The reporter noted "during a removal of 'osteosynthesis material' surgery, the tip of the screwdriver broke inside the bolt. It was impossible to remove the broken part of the tip from the bolt". The surgeon tried to insert a second screwdriver (product number - (B)(4), lot eg65) but "due to the forces" the tip of the second screwdriver broke." Surgery time was prolonged by 30 minutes. There was no patient injury.

Manufacturer narrative:
In addition to the product listed in this report, a second screwdriver-product number- (B)(4), lot eg65 was used during this surgery. To date, the devices involved in the reported incident have not been received for evaluation. An investigation has been initiated based on the reported information.